Event description:
A report was received that the pt was experiencing charging difficulties. A bsn rep analyzed the pt's database and confirmed that the ipg exhibited premature battery depletion. Ipg replacement surgery has been recommended.